Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the ICU. The patient had episode of ventricular tachycardia that device did not detect and no shock was delivered. The patient received external shock. Few days later, the device failed to deliver a shock again. Possible undersensing on the discrimination channel was suspected. Review of the episodes confirmed undersensing on the discrimination channel. Programming changes were recommended.

Manufacturer narrative:
Correction: manufacturer report 2938836-2015-30531, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).